Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.

Event description:
Add'l info received provided that the info previously reported in manufacturer's report # 3004209178200903397 belongs to this file: the info reported in manufacturer's report # 3004209178200903397 is as follows: "it was reported that the patient's implantable neurostimulator is turning off and returning to factory settings. Add'l info is being requested." Add'l info regarding the event. In april it was reported that the patient's right device was turning off. It had turned off two to three times and returned to the factory settings. The pt had been keeping a diary for the past two to three months and they couldn't figure out what was causing the device to turn off. It was thought that it was possibly the dog's invisible fencing. In may it was reported that electrode impedances were checked and all values were found to be within range. However, the pt was having issues with the left device (see manufacturer's report # 3004209178201004626).